Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the expected life to eri is far from the actual one, and the battery voltage is also decreasing remarkably. The device was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
Analysis was normal. No anomalies were found.